Manufacturer narrative:
Philips service recalibrated the potentiometer assembly and corrected the faulty bracket. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the c-arm was stuck during a 3d scan due to positioning failure on a allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.